Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with complaint of chest pain and receiving shock therapy. The device was observed to have no rf telemetry function, the battery capacity was depleted and limited device functionality was available. Review of device memory showed the last delivered shock as n/r and left ventricular output was observed to have been programmed at 7.5 volts at 2 milliseconds. It was reported that the patient was non-compliant with their medications. A device replacement was planned. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device was explanted and replaced one month later. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.